Event description:
The customer reported via phone call that the insulin pump had a damaged and burnt screen. The customer stated that she had dropped her cigarette on the device screen, and now she was unable to read the display screen. The customer's blood glucose was 109 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a burnt/melted display window noted. The insulin pump was received with cracked reservoir tube lip, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.